Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 1 year. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abnormal weight gain ("I gained 28 pounds within 30 days of getting essure") and fallopian tube disorder ("scar tissues just keep growing long after the tubes are closed"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, abnormal weight gain and fallopian tube disorder outcome was unknown. The reporter considered abnormal weight gain, fallopian tube disorder and medical device removal to be related to essure. The reporter commented: lost 28 pounds in 2 months after essure removal. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal ,scar , weight increase. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 1 year. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abnormal weight gain ("I gained 28 pounds within 30 days of getting essure") and fallopian tube disorder ("scar tissues just keep growing long after the tubes are closed"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, abnormal weight gain and fallopian tube disorder outcome was unknown. The reporter considered abnormal weight gain, fallopian tube disorder and medical device removal to be related to essure. The reporter commented: lost 28 pounds in 2 months after essure removal. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, scar , weight increase. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query: event : scar tissue synonym updated to fallopian tube scar. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 1 year. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I gained 28 pounds within 30 days of getting essure") and experienced scar ("scar tissues just keep growing long after the tubes are closed"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, weight increased and scar outcome was unknown. The reporter considered medical device removal, scar and weight increased to be related to essure. The reporter commented: lost 28 pounds in 2 months after essure removal. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal ,scar , weight increase. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.